Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical, the device was found to have the free flow clamp stuck in the open position due to fluid ingress. The failure mode was confirmed, and the probable cause remains undetermined. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical, the device was found to have the free flow clamp stuck in the open position due to fluid ingress. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause remains undetermined. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).